Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The complaint was previously reviewed in easytrak and was converted into smart solve on (B)(6) 2017. Upon conversion, the complaint record was pushed into reassessment status for review. It was confirmed there was no relevant information to change the reportability decision

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional information has been reviewed after the initial report was submitted. The correct information has been provided with this report.

Event description:
The customer clarifies that the device is returning for analysis.